Manufacturer narrative:
Philips service replaced the nehalem host pc monoplane rev_iii no_hdd and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the main pc failed to start, and the screen remained dark on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.